Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during pumping. Also, it was noted that an occlusion alarm occurred. The customer's blood glucose level was 230-300 mg/dl and it was addressed with manual injections. Reportedly, the alarm occlusion did not impact the customer's blood glucose level. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. The customer changed all the supplies and resumed insulin delivery.